Event description:
Eval revealed a misaligned display screen, dislodged force sensor pins, and a physically damaged force sensor plate. The force sensor resistance reading was found to be out of calibration.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen, dislodged force sensor pins, and a physically damaged force sensor plate. The force sensor resistance reading was found to be out of calibration. When performing the load step during eval, the pump did not detect the cartridge and dispensed fluid from the cartridge.